Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the unit had intermittent image issues. A delay in the procedure of a few seconds occurred as a back-up blade was obtained. No harm to patient or user was reported.